Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of 220 mg/dl. The customer stated that alarm occurred while he laid in bed. The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. The customer stated that insulin exited. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of three random sealed, opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications. The reservoirs are not occluded.